Event description:
As reported by the end user in another country, during a pci procedure air was introduced into the fluid management system via the connection on the contrast injection line. No air was injected into the pt. Consequently, there was no harm to the pt. The reported defective device was replaced with a new one and the procedure was completed without further issue.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a f/u medwatch will be submitted.